Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was being prepared for used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure for bile duct stones to be performed on (B)(6) 2026. During preparation, the syringe was removed following balloon inflation. However, the balloon did not deflate and remained inflated. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.